Event description:
A mouth gag was used during a tonsillectomy procedure. After the procedure was completed, the surgeon inspected the adenoids and saw a small metal screw. It was removed by the surgeon. Upon inspection of the mouth gag, it was identified to be missing a small screw. The mouth gag in question was manufactured by jarit. During a tonsillectomy the jarit mouth gag was used. Following the tonsillectomy, the surgeon went back in and looked one more time at the adenoids. During this inspection, he saw a small screw. The screw was retrieved and upon inspection of the mouth gag, it was noted that the screw was missing on the instrument.